Manufacturer narrative:
This is a report of a use error where the patient had used a sharp knife to open the box and they noticed that they cut the cassette tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was leaking during use. This occurred during dwell one of five of peritoneal dialysis therapy, and the patient was connected at the time of the event. The technical service representative assisted the patient with ending therapy and setting up therapy with new supplies. Upon follow-up, it was discovered that the patient had used a sharp knife to open the box and they noticed that they cut the cassette tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.